Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 , it was reported by a sales representative via (B)(4) that (qty. 3) of an ar-8737-38 driver shaft, t10 hex, cannulated broke when attempted to remove three 3.5 fully threaded headless compression screws in the midfoot region while using proper technique. They tried to use the arthrex mini trephine, and after many attempts, they used a non-arthrex product to core around the headless compression screws to remove them. No pieces broke off inside the patient reported. The case was completed successfully. This was discovered during a midfoot hardware removal procedure on (B)(6) 2024 , with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the driver while engaged with the screw.